Manufacturer narrative:
A visual examination of the returned device found that the cutting wire was blackened and the distal pierced hole was melted which displaced the cutting wire. The length of the cutting wire was out of specification due to the wire displacement on the extrusion. Due to device condition, functional inspection was not performed. The condition of the returned incident device was consistent with the complaint that the cutting wire could not unbow. Based on analysis, the cutting wire was blackened and the tome¿s extrusion was melted and blackened at the distal pierce hole most likely from peak voltage during the procedure. The most probable root cause is operational context due to anatomical/procedural factors during the procedure that limited performance. A review of the device history record (DHR) was performed, no deviations were found.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noticed that the cutting wire of the tome would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noticed that the cutting wire of the tome would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second autotome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.